Event description:
It was reported the device was in use with patient for infusion of ceftriaxone. The reporter stated after the infusion was completed the medication bag retained 23.2% of the total infusion volume. No adverse effects reported.